Manufacturer narrative:
(B)(4). The reported description notes that the bedside monitor failed to alarm to alert the user that there was no etco2 measurement. Root cause - use error. The etco2 alarm parameter was not set by the user at the time of the reported failure. No product malfunction was identified. The bedside monitor's etco2 parameter with alarms was setup with no further issue identified. The bedside monitor is functioning per MFR specs. The available info from this report and from trending for this issue, does not support that this issue represents a malfunction or a systemic, design, or labeling problem. No further investigation or action is warranted.

Event description:
The reported description notes that the bedside monitor failed to alarm to alert the user that there was no etco2 measurement. No pt harm was reported.